Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s cousin reported they have noticed discrepancies of 100-150 points mg/dl when checking a finger stick for bg. The reporter stated that this has put the patient ¿in critical health risks by misleading them.¿ no details of symptoms or medical intervention have been provided except that the reporter indicated that at some point the inaccurate values had led to further treatment by a healthcare professional. Due to the issue the family has stopped using the cgm and switched back to routine finger stick bgs. At the time of the report the patient was healthy. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.